Event description:
Seemingly uneventful anatomy for femoral approach on a pt, pt done by the physician in picu. The clinician did notice some extra resistance during insertion of the wire through the thin-wall needle. Threading the wire guide in the needle at one point became impossible and pull back on the wire also became difficult. This resistance led to significant bleeding and an inability to complete the insertion; fearing the inguinal ligament had been caught in the j-curve of the wire. Persistent pulling on the wire with the guidance of a surgeon finally led to the removal of the wire upon which it was observed that the wire had come uncoiled from the internal safety wire at an unk point.

Manufacturer narrative:
The customer returned the wire guide from the set in a used and damaged condition. A visual examination confirmed the inner mandril wire has separated from the solder connection located at the curved end, thus allowing the coil to elongate. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The inner mandril wire has separated from the solder connection located at the curve end, thus allowing the coil to elongate. We will continue to monitor for similar complaints.